Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. In addition, a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectum resection during an endometriosis procedure. At the end of the procedure the stapler was used to make the end to end anastomosis of the colon. Every correct step during the usage of the stapler was followed. The stapler clicked when it should. The green line was clearly present prior to firing, etc. There was difficulty removing the stapler from the cavity. When the stapler was pulled out from the rectum, the anvil fell off of the stapler. To get the anvil out of the rectum, used a rectoscope and a hand instrument. The anvil came out and showed two perfect donuts. A leakage test was performed and showed no leakage of the anastomosis. The anvil could be tilted after firing. The anvil was not bent. The stapler sizers were not used. There was no patient harm.